Event description:
Patient stated, "I am hearing the patient alert tones every few hours, there is a problem with one of the leads, and since then it has been going off. " referred to md. Discussed patient alert tones in general. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).